Event description:
It was reported that catheter removal difficulty occurred. A 3.00x38mm promus premier¿ stent was advanced to treat the target lesion. However, the device was unable to cross the lesion and the physician had difficulty withdrawing the undeployed stent back into the guide catheter. The physician then pulled the stent and the guide catheter back to the right femoral artery (rfa) and with the use of a snare, the devices were removed; and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.:the stent delivery system was returned for analysis inside the guide catheter. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted, bunched distally and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts through the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the device shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the complaint device had difficulty withdrawing and was pulled back into the guide catheter. The dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. A 3.00x38mm promus premier¿ stent was advanced to treat the target lesion. However, the device was unable to cross the lesion and the physician had difficulty withdrawing the undeployed stent back into the guide catheter. The physician then pulled the stent and the guide catheter back to the right femoral artery (rfa) and with the use of a snare, the devices were removed; and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product.   (B)(4).